Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and a display screen issue. This report is made based on results of investigation completed on 11/25/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: the keypad cover had been returned tearing off from the bottom of the keypad and evidence of contamination was found under all key contacts. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).